Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported upon attempted removal of a size 1 pessary, the string separated from it. She manually removed the bladder support from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.